Event description:
It was reported during use that intra-aortic balloon(iab) in the cardiac catheterization room, a trp3546 was inserted and connected to the cs300. When the pump start button was pressed, the message "light sensor calibration not possible" appeared.

Manufacturer narrative:
Due to character restrictions in block e1, event site name: (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Manufacturer narrative:
Complaint ID: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The extender tubing was also returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the y-fitting. The optical fiber was found to be broken confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).